Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Metal pin on the old 8500 toothbrush broke off [device breakage]. Precision clean brush heads does not fit, because something is stuck inside it [device connection issue]. No adverse event [no adverse event]. Case description: a male consumer reported that the metal pin on an oral-b professional care rechargeable 8500 toothbrush broke off, and the precision clean brush head does not fit because something is stuck inside it. No symptoms developed.